Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, labeling review, accuracy testing. No adverse trend was identified for the customer's issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. This report is being filed on an international product, list number 2k91-39 that has a similar product distributed in the us, list number 2k91-29.

Event description:
The customer observed falsely elevated results while using the architect ca 19-9xr reagents. The following data was provided (u/ml). (B)(6) initial 270.0, repeat 16.0. No impact to patient management was reported.